Event description:
It was reported that the customer experienced intermitted elevated blood glucose levels displayed as "high", although a specific value was not provided. The customer was hospitalized with diabetic ketoacidosis on (B)(6) 2025; cause of dka was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.